Manufacturer narrative:
Investigation summary: one photo showing a packaged safetyglide needle (p/n 305917) was received and evaluated. Through visual inspection a small strand of greyish foreign matter observed. A size of the foreign matter and location internal or external to unit package could not be determined from the photo received. A physical sample is required for a more in-depth evaluation and fourier transform infrared spectroscopy analysis. As the foreign matter location cannot be definitively stated to be in the package, it is unconfirmed whether the condition occurred at the packaging plant. Therefore, a potential root cause cannot be established and corrective actions are not necessary. A device history record review was completed for provided lot number 0247086. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd safetyglide¿ needle experienced foreign matter contamination. The following information was provided by the initial reporter: faslodex needle with unknown mark on packaging.